Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump stopped working and error grave critical pump error. Customer's blood glucose value was 140 mg/dl. Customer was unable to clear the alarm. Customer also stated that insulin pump had frozen display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.